Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a laser system did not fire. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A customer reported that a laser system did not fire. The timing of the event and patient impact are unknown. Additional information was requested but none has been received. The company service representative examined the system, but did not indicate replicating the reported event. The company service representative replaced laser core module, and unrelated to the reported event also replaced support tray arm. The system was then tested and met all product specifications. The system was manufactured on august 5, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).